Manufacturer narrative:
The report of insufficiency secondary to dehiscence could not be confirmed through visual observations. X-ray demonstrated wireform intact and frame expanded. Frame distortion was observed near commissure 3. The wireform was exposed near leaflet 3 at the outflow aspect. Minimal host tissue was observed on the sewing ring at the outflow aspect. Suture holes were visible near two of the three black stitch markings on the sewing ring.

Manufacturer narrative:
(B)(4). Valve dehiscence may occur early or late. When it occurs in the early post-operative period, it is typically a result of an inadequate prosthetic valve implantation in combination with friable myocardial tissue. The root cause of this event cannot be determined with the available information. However, there has been no allegation of a product malfunction. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. It appears that this event may have been due to patient and/or procedural related factors. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that a bioprosthetic aortic valve, implanted 27 days, was explanted due to severe aortic insufficiency secondary to dehiscence. There was marked motion and rocking of the intuity prosthesis consistent with a loosening of the valve within the aortic annulus. The intuity valve was held in place by 3 or 4 ti cron sutures, but was easily removed. The explanted device was replaced with another edwards bioprosthetic valve. The patient also underwent coronary artery bypass grafting x2 during the procedure. There was no evidence of any paravalvular leak and patient was stable on transfer.